Event description:
A consumer reported going near an induction range while burners were turned on about a week ago and he was not feeling as good as he used to since. The consumer was to follow-up with his doctor to get the device checked. Indication for use included gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.